Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed the dates of (B)(4) 2013; the reported event date was (B)(4) 2013. The history showed evidence of low battery warnings and replace battery alarms. No unexplained reboots were showed. The battery compartment was found to be undamaged with no evidence of moisture damage. No battery cap was returned; the pump was able to successfully power on with a test cap. The pump was exercised for 24 hours with no power loss or alarms. The pump cover was opened and no internal damage or moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random. The reporter denied damage to the battery cap and battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.